Manufacturer narrative:
The root-cause likely was due to in-vivo conditions that could not be duplicated in-vitro, or due to other transient conditions that were no longer present during the quality control (qc) testing. No further investigation was found necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported that the continuous glucose monitoring system did not provide an alert.